Event description:
Related manufacturer reference number: 2017865-2025-27684. It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right atrial lead (ra) lead and right ventricular (rv) lead exhibited over-sensed noise resulting in pacing inhibition. The ra and rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.